Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump presented repeated alert 39 indicating an insulin shaft encoder failure, with the user unable to dismiss the alert or resume delivery despite restarts; lunch dosing delivered approximately 2% and resulted in hyperglycemia, and the user transitioned to multiple daily injections while continuing cgm via dexcom. Symptoms included hyperglycemia with a reported maximum blood glucose of 347 mg/dl and no acute clinical effects such as loss of consciousness or dka. Outcomes included temporary interruption of automated insulin delivery, user-initiated switch to back-up therapy, and no professional medical intervention or hospitalization. Investigation included review of device performance and user reports regarding the alert behavior and delivery interruption. Investigation of this case revealed a pump malfunction consistent with an insulin shaft encoder failure within the insulin delivery subsystem that prevented insulin delivery and prompted persistent alarms. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical or electromechanical failure of the insulin shaft encoder.